Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-jul-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 02-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient had pain at their incision of the lead and battery site. The site was red, slow to heal, and the patient had a fever. The physician monitored the infection to determine whether or not the device needed to be explanted. The device was explanted and the issue was reported to be resolved. No further complications were reported. No additional patient symptoms were reported.